Event description:
The patient had contacted lifescan and reported that their one touch ultra meter was powering off during use. Medical affairs specialist (mas) called and left a message for the patient, however, there was no response back. A letter will be sent to the address provided. During troubleshooting, it was reported that they were not able to test on the meter. The patient's technique was not correct. They were waiting too long to place the blood sample on the test strip. Therefore, there was use error involved. They were not able to use the meter since it was not giving their result. Their blood glucose level dropped and they were rushed to the hospital where they were given food. Prior to be taken to the hospital, the paramedics tested their on their meter with a result of 36 mg/dl. This result reflects a serious injury. There is no further information regarding the hospital visit. Based on the information provided, there is no indication that the product has malfunctioned. However, there is information to suggest tht the patient experienced injury due to use error. This case is reported as an adverse event. A replacement meter, test strips, and control solution were sent to the patient.